Event description:
Our rep is reporting to us that during a knee scope, some of the black insulation at the distal end of an s90 electrode flaked away into the patient's joint space; the surgeon used a shaver to remove the debris from the body. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.